Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during fill 1. The baxter technical representative (tsr) had the home patient (hp) to cycle power and se 2367 occurred. The tsr had the hp cycle power again. The hp stated that he was not sure where he was in therapy after the tsr instructed him to start over with new supplies. The hp did not want to do manual therapy that night. The tsr instructed the hp to start over and go through the initial drain since he was not sure where he was in therapy and to call back if he got any additional alarms. There was no patient injury or medical intervention indicated at the time of the initial report. This writer contacted home patient (hp) on (B)(4) 2011 regarding the reported problem. The hp stated that they did not start over with new supplies that night. The hp stated they just ended therapy for that evening. The hp stated they are not sure what lead to the alarm; there was nothing unusual with the sets. The hp stated they left a message for their registered nurse (rn) regarding the alarm, but they have not received a call back from them. The hp stated therapy has been going well since the call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.